Event description:
Major pump unit(s) involved: drive unit failure. Specific component(s) involved: other component malfunction, specify.

Event description:
Major pump unit(s) involved: drive unit failure.additional text: chronic driveline infection worsened.specific component(s) involved: other component malfunction, specify.additional text:other component: chronic driveline infection.causative or contributing factor: no specific contributing cause identified.other cause:intervention(s): other interventions, specify.other intervention : incisional drainage of driveline, debridement of abdominal wall wound.implant device type: lvad.